Event description:
The customer contacted physio-control to report that their device would shut off when in use, approximately 2 or 3 times during use. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control was unable to verify or duplicate the reported issue. Physio observed that the power button on the device felt loose and the keypad was coming apart. The part was replaced as a precaution. After completing this repair they observed normal device operation and returned the device to the customer. The root cause of the reported issue could not be determined.

Manufacturer narrative:
The device was not returned for evaluation so the reported issue has not been verified and the cause has not been determined. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would shut off when in use, approximately 2 or 3 times during use. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.